Manufacturer narrative:
The field service engineer adjusted ultrasonic mixer and all is ok since the intervention. The investigation determined calibration and controls were acceptable on both analyzers involved. Mixing of the microparticles used in this assay is important to proper functioning. The investigation concluded the issue was solved by adjustment of the ultrasonic mixer.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of an erroneous dig digoxin result when testing was performed on a cobas 8000 c502 analyzer. The initial dig result was 0.55 ng/ml. The customer considered this result incorrect and did not report the result outside the laboratory. The sample was rerun on a different c502 analyzer with a result of 0.88 ng/ml. The customer considered this result correct. The patient was not adversely affected. The dig reagent lot number was 118295. The expiration date was requested but not provided. The gear pump, wash stations, and mechanisms were checked and the sample probe was cleaned and adjusted.